Manufacturer narrative:
Patient information was not provided by the customer. The field applications specialist (fas) assisted the customer in running the auto setup protocol to create new compensation settings as per normal work flow in the instructions for use. The fas found there were no compensation settings in the tetra protocol. The field applications specialist (fas) assisted the customer in running the auto setup protocol to create new compensation settings. There was no malfunction of the instrument identified. Bec internal identifier: (B)(4).

Event description:
The customer reported tetracxp patient panel results all positioned in quadrant 2 on their navios flow cytometer. Erroneous patient results may have been generated but were discarded due to control failure. There was no reported death, injury or change to patient treatment. The customer runs the auto setup once a week and uses the same settings to run sample controls and patient samples for the week. The sample control failed. The customer discarded the run data and did not report any patient results. The samples were re-run on a second instrument with no issue. Example data was requested from the customer but was not provided.